Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. Customer further reported that he fainted and was unable to treat himself. The customer was seen by a healthcare professional who diagnosed customer with hypoglycemia and treated with ¿gel¿ and unspecified injection. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. Customer further reported that he fainted and was unable to treat himself. The customer was seen by a healthcare professional who diagnosed customer with hypoglycemia and treated with ¿gel¿ and unspecified injection. No further treatment was provided. There was no report of death or permanent impairment associated with this event.